Manufacturer narrative:
The investigation for pump stop has been completed. The pump and purge cassette were returned for evaluation. Electrical testing was performed and no abnormalities were found. Pump was plugged into aic and primed using purge cassette that was send back with the pump. Pump was plugged in for approximately 15 minutes before high purge pressure alarms were triggered. A window in the catheter was cut to check for blood ingress, purge line was clear. Catheter was cut and purge pressure was released. Pump teardown was performed and dried blood was found in the motor and in the bearing. Data logs were reviewed and an increase in motor current and purge pressure over a period of 30 minutes was observed before a pump stop occurred. Pump was able to be restarted and run for approximately 15 minutes with high purge pressure before another pump stop occurred. The root cause of the pump stop was due to biomaterial ingress into the motor.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on patient support, the impella device stopped. Restart was unsuccessful. The pump was disconnected from the console and left in the left ventricle as the team was concerned of clot formation in the descending aorta due to pump being completely off. Inotropes and vasopressors were increased. Several hours later the patient was taken to the cath lab and a new impella device was inserted. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿